Event description:
Avagard (chlorhexidine gluconate 1% solution andethyl alcohol 61% w/w) dispenser failed to deliver the correct 2 ml aliquot of lotion. Another avagard dispenser bottle was placed on the dispenser pump. The second bottle dispensed the normal amount.subsequently, the defective bottle was put back on the dispenser and collected three samples in separate graduated test tubes. Quantities of fluid dispensed were ~1 ml, ~1 ml and ~1.5 ml.the concern is that without the correct amount of avagard, facility is achieving the intended antiseptic action.other bottles appear to be delivering correct amount.the manufacturer has been notified.